Event description:
It was reported that this left ventricular (lv) lead had moved. The physician tried to reposition the lead but obtained a different location and requested a different lead. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.